Manufacturer narrative:
A ge service representative performed an on site investigation. It was recommended the batteries were replaced. As of yet, this has not been completed. No conclusion may be drawn.

Event description:
The customer reported, the system displayed an error code message and thereby failed to produce fluoroscopy x-ray. No report of patient injury.